Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, no patient complications were reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.